Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in a vehicular accident due to hypoglycemia. As a result of the accident, the customer broke his leg and knee. The reported blood glucose reading was 135 mg/dl. The customer stated that an issue with the infusion set caused the event. Nothing further was reported.